Event description:
It was reported that during surgery for a routine generator replacement due to battery depletion, when the new generator was connected to the existing lead, the system diagnostic test revealed high lead impedance, dcdc = 7. The surgeon was not able to replace the lead at the time and re-scheduled surgery to replace the lead at a later date. The pt subsequently had surgery where the lead was replaced. The explanted lead and generator have been returned to MFR where analysis is underway. Follow up with the treating physician's office revealed that there was no report of any pt manipulation or trauma to the device site. No x-rays were taken after the observation of high lead impedance as the pt was scheduled for surgery to replace the lead, and they did not feel that it was necessary to take x-rays. The nurse stated that they were not sure when the last diagnostic test was performed on the pt's device prior to the observation of high lead impedance during the generator replacement surgery. Additionally, the physician was not sure where the pt was originally implanted or when the lead was implanted as this pt had transferred care from a previous neurologist, and they did not receive the records from the initial implant surgery. Good faith attempts to obtain additional info are underway.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.